Manufacturer narrative:
Corrected data: lot number. Additional information: mfg date. An event regarding fracture involving an mako handle was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection performed by the supplier noted the weld around the pin where the lever pivots is fractured. The pin is to be welded to the straight broach handle body on both sides and the weld is fractured on both sides. Other observation include, the impaction plate showed a significant number of impactions marks on both sides of the plate; there were a significant number of impaction marks on both sides of the straight broach handle, between the locking mechanism and the impaction plate; there were some impaction marks on the lever as well. Medical records received and evaluation: not performed as it was reported there was no patient impact. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other event for this lot. Conclusion: the returned device was shipped to the supplier, (B)(6), for evaluation. The supplier confirmed that the weld around the pin where the lever pivot is fractured, however, the root cause is unknown. No further investigation is required.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive system (rio). During the surgery, the pin in the handle was loose. It was found broken.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive system (rio). During the surgery, the pin in the handle was loose. It was found broken.